Event description:
The facility alleged that the left intermediate siderail will not latch in the up position. The biomed stated, the pins are not moving within the latch mechanism to latch the siderail in place.

Manufacturer narrative:
The biomed found a build up of foreign material on the latch pins which prevented the siderail from latching. The biomed cleaned the siderail latching mechanism to repair the bed.